Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of provided imagery noted the presence of calcification within patient's access vessels, 4.1 mm minimum luminal diameter of access vessels and the presence of tortuosity within patient's access vessels. The complaint for difficulty inserting the sheath was unable to be confirmed due to unavailability of applicable imagery or returned device for evaluation. Available information suggests that patient factors (calcification, undersized vessels, tortuosity) likely contributed to the event as imagery indicated presence of calcification, tortuosity and undersized vessels within patient's access vessels. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. In addition, undersized vessel diameters can constrain the sheath increasing friction and subsequently influence push force. Furthermore, vessel tortuosity can induce stress to the sheath shaft and require a higher push force to navigate. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in belgium, regarding a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach in a patient with pre-existing failing bioprosthesis, during the procedure, some expected resistance was felt inserting the esheath in patient due to the narrow and calcified vessel but the esheath advancement was not excessively difficult. After uneventful valve implantation, removal of the esheath was performed, and upon tightening the sutures of the closure system, the common femoral artery exhibited a tear which required surgical repair. The patient received a unit of blood transfusion to compensate for the bleeding during the vascular repair. Patient was fine post-surgery. There were not any allegations of edwards device malfunction, the event was assessed to be caused by the patient's small and calcified vascular access.